Manufacturer narrative:
The reported field event of capture anomaly could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented to the emergency room. Upon device interrogation, non-capture and phrenic nerve stimulation noted on the patient's implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. There were no patient consequences.